Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to noise. During testing a short circuit was noted between electrode 1 and electrode 3. The catheter shaft was dissected revealing a fractured conductor wire 3 within the deflectable portion of the catheter shaft. The fractured wire is consistent with the reported noise and the proximal end of the fractured wire was connecting with the spine consistent with the short circuit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.